Event description:
A complaint of an explant due to infection was reported. The patient's symptoms were swelling and oozing from the infection site. Physician prescribed antibiotics prior to explant. The patient continued to be on the antibiotic therapy after the explant for a complete recovery. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device will not be returned for evaluation as it was discarded by the medical facility.